Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips from the device did not "clip" the bile duct, but instead "cut" the bile duct. The bile leak was controlled during the procedure. It is not clear if another device was used to complete the procedure. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.